Manufacturer narrative:
The service rep replaced the battery pack. The system operates as intended.

Event description:
It was observed during a pm that the 9800 system's battery pack needed replacement. No patient injury.